Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: st. Jude medical brk-1 transseptal needle, model # 407201 (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smart touch bidirectional catheter and suffered a cardiac tamponade requiring pericardiocentesis. During ablation phase, the esophageal temperature rose and the patient¿s blood pressure dropped. Cardiac tamponade was confirmed by ice. Pericardiocentesis was performed and 1 liter of fluid was removed from pericardium. Patient fully recovered and was reported to be in stable condition. The patient required of an overnight stay for observation purposes. The physician considered the patient¿s anatomy as a factor that might have contributed to the event, he believes the tissue where he was burning was very thin. There were no issues or errors reported on any bwi products or equipment during the procedure. Transseptal puncture was performed with a st jude medical (B)(4) transseptal needle, the information of the sheath used is unknown. Generator parameters at the time of injury included power control mode at 25 watts, temperature of 30 degrees celsius and impedance of 135 ohms. Power was not titrated during the ablation. Overall ablation time at the site of injury was 1 minute 23 seconds. The last ablation cycle time at the site of injury is unknown. Irrigated catheter flow was set at 30ml/min. Patient received an unknown anticoagulant, the activated clotting time (act) is unknown.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 8/2/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, corrections were noticed to be required in the initial MDR. As such the appropriate fields have been corrected. Manufacturer state code from tx to ca. Manufacturer contact state code from tx to ca. Manufacturer's ref # (B)(4).

Manufacturer narrative:
It was reported that a 68-year-old male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smart touch bidirectional catheter and suffered a cardiac tamponade requiring pericardiocentesis. The physician considered the patient¿s anatomy as a factor that might have contributed to the event, he believes the tissue where he was burning was very thin. There were no issues or errors reported on any bwi products or equipment during the procedure. Product evaluation details: the device was visually inspected and it was found in good conditions. Then, deflection test was performed and it was found within specifications, the catheter was deflecting correctly. A cool flow pump test was performed and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. Magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Force sensor feature was tested and it was working properly, the force values were observed within specifications. Then, electrical test was performed and the catheter failed, no electrical readings were observed on electrode # 6. A failure analysis was performed and the catheter was dissected on the tip area, the electrical wire was found broken causing the improper electrical signal, then, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During the manufacturing process, inspections and functional tests are in place to prevent this type of failure from leaving the facility. The customer complaint was not confirmed. The root cause of the adverse event remains unknown. The IFU states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the electrical wire breakage cannot be determined. Manufacturer¿s ref # (B)(4).